Event description:
Customer reported that the pump screen shutdown unexpectedly, with no blinking led. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.